Event description:
Procedure: appendectomy. According to the reporter: the metal ring of the device broke during opening.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 11/07/2014.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/09/2014.

Manufacturer narrative:
(B)(4)